Manufacturer narrative:
The cause of the bleeding was not determined since product was not returned and insufficient clinical details provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding so heparin was withheld. Additionally, the patient went into a torsade¿s rhythm and lost pulsatility, but remained awake and alert with flows of 4.2 on the pump. The patient was given versed and lidocaine, and was shocked out of acute rhythm. Later, care was withdrawn and the patient expired.